Event description:
It was reported that the catheter was placed in during surgery and when the pt was taken to intensive care unit, the waveform was not accurate. Follow up with customer indicated that a saline push was being performed and instead of getting a bell curve, received an artifact measurement, using a phillips monitor. Not returning product, device was disposed at hospital.

Manufacturer narrative:
Device will not be returned for eval, disposed at hospital.